Event description:
During preparation for a therapeutic urological drainage procedure, the pigtail of this ureteral stent broke. There were no pt complications as this occurred outside the pt. Another device was used to successfully complete the procedure.